Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had visited emergency room due to high blood glucose level on (B)(6) 2021. Customer's blood glucose was 29.6 mmol/l and treated it with insulin. Customers current blood glucose was 10 mmol/l. Customer was assisted trouble shoot. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. Customer alleges pump was under delivering as they received frequent insulin flow blocked alarm. The insulin pump will not be returned for further analysis.